Manufacturer narrative:
There are no unexplained pump reboot events observed in the black box data; however power rebooting was duplicated using returned battery cap. The returned battery cap damaged and missing the o ring. The threads were torn. The returned battery cap was unable to maintain power. There was a battery compartment crack at the battery compartment threads traveling down and through the bumper to the case seal. The pump was run on a 24 hour basal program with no intermittent power or roboot occurrences duplicated. The battery compartment threads were damaged. Test cap able to attach to the pump, but unable to fully tighten. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.